Event description:
The customer alleged they received questionable thyrotropin (tsh) results for one patient on their modular analytics e-module. The analyzer's serial number was requested but not provided. The customer stated they suspected the patient's sample was being affected by a non-specific reaction. The customer returned the patient's sample for investigation. For the investigation, the patient's sample was tested using the elecsys method and sent to another laboratory for analysis on a centaur analyzer. The patient's tsh result from the customer's laboratory was 79.85 uiu/ml. The customer would not provide information on whether this result was reported outside the laboratory. On (B)(4) 2014, the tsh result from the investigation using the elecsys method was 83.88 uiu/ml. The tsh result from the centaur analyzer was 116.2 uiu/ml. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer would not provide information on whether the patient was harmed by this event.

Manufacturer narrative:
A root cause could not be determined. There was no patient sample available for further investigation. The presence of a non-specific reaction could not be verified.

Manufacturer narrative:
This event occurred in (B)(6).